Event description:
It was reported the ipg was unable to communicate with the external devices. The patient has not recharge or used the ipg in over 6 months and so ipg did not communicate. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced. Therapy restored post-operatively.